Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the erbe did not recognize any instrument and replaced the integrated electrosurgical unit (iesu/erbe) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) was not detecting on which universal surgical manipulator (usm) the energy instruments were installed. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer rebooted the erbe and the system, replaced both instruments and energy cables, but the issue persisted. The tse verified that the cables were correctly connected and advised to try a third reprocessed cable, but this did not solve the issue. The tse offered the customer to use an external erbe to perform the procedure and explained how to set up everything. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed but the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments. Upon visual inspection, the unit was in good condition. The complaint was not confirmed based on failure analysis.